Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical intervention for diverticulosis on a laparoscopic procedure, after firing, the surgeon could not remove the stapler properly, and the stapler was blocked. It was also noted that the anvil was bent. The surgeon was able to remove the stapler by dilatation using fingers. There was no patient injury.